Event description:
The customer's father reported via phone call that the customer had a button error alarm on the insulin pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed button error and was followed by unresponsive buttons due to the corroded keypad traces. The pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, and cracked battery tube threads. The insulin pump was also received with a broken reservoir tube lip and a missing reservoir tube lip o-ring.